Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints have been reported in the lot. Additional info has been requested. (B)(4).

Event description:
A surgeon reported a pt who underwent bilateral intraocular lens (iol) implant procedures three yrs ago. Approximately one month following the implant procedures, the pt returned to the surgeon's office reporting pain and glare. The surgeon noted the visual acuity in both eyes was 20/25 (j1). The pt returned to see the surgeon approximately six months later reporting "bad eye sight". At that time, his visual acuity was noted to be 20/25 (j2) in both eyes with corrective lenses. The pt is reporting his distance vision is worse, and he is experiencing blurry vision. He sees halos while driving and his near vision is "bad". Additional info has been requested. There are two device reports associated with this event. This report is for the right eye.